Event description:
It was reported that the customer experienced an elevated blood glucose level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. The customer administered a manual insulin injection to treat the bg. Reportedly, the cause for the reported issue was due to an incomplete cartridge change alert occurring. Tandem technical support educated the customer on incomplete cartridge change alerts. Reportedly, the customer cleared the alert and resumed insulin delivery.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.